Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a false negative urine opiate result of < 200 ng/ml generated on (B)(4) chemistry analyzer for one patient. The result was reported out of the laboratory with confirmation pending along with positive amphetamine, mdma (ecstasy), and oxycodone tests. The confirmation testing reported opiates very high in addition to positive results for amphetamine, mdma (ecstasy), and oxycodone. Repeat screening tests on (B)(4) produced positive opiate results, and the report was revised to >40,000 ng/ml positive. There was no report of effect to the patient.

Manufacturer narrative:
Urine with specific gravity, ph and creatinine results were acceptable for dau screening. The system is calibrated daily for opiates screening test (emit ii plus) with semi-quantitative, positive and negative controls run 3-4 times per day. Opiate qc and calibration history was reviewed, and no issue was found. No abnormal reaction was noted on review of reaction monitor data for patient opiate results. Reagent 1 plus sample od was low at 0.2470 compared to repeat test od at 0.3122 at read point 1, suggesting possible sample dispense error. Service was not required as this is an isolated event for this one test of eleven run on this sample. Root cause for this event has not been determined.